Manufacturer narrative:
According to the facility on 4/2, a resident required catheter changes due to defective drainage bags. The bag was noted to be leaking. The staff were not sure where exactly the bag was leaking or if it was in the same area. This required a catheter change placing the resident at unnecessary risk for infection. The facility stated there was no harm during the incident. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 4/2, a resident required catheter changes due to defective drainage bags. The bag was noted to be leaking.